Manufacturer narrative:
On 12/19/14 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with mw5034600. This is to follow-up with u.s. Department of health & human services for maude report# mw5034600. The report did not contain the hospital name thus we could not request the return of the event sample for our investigation; however a lot number was provided. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
On 12/19/2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with mw5034600. Investigation summary: this incident was found on the maude database with applied medical listed as the manufacturer, and was not reported by the user to applied medical. As the report did not contain the hospital name, we were unable to contact the hospital for additional details or return of product for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. This document represents our final report.

Event description:
"Volun (B)(4)-2014: surgeon observed that trocar was split."